Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect-pt. (B)(4). Summary of investigational findings: investigation is based on event description and review of provided imaging. Imaging review confirms tilt (14deg leftward on the ap venographic images in reference to the central line of the ivc). The mild levoconvex curvature of the patient's infrarenal ivc may have contributed to the filter tilt. The degree of filter tilt should not affect the efficacy of the filter as it measures less than 16deg. The imaging review also found tenting of the ivc wall by a secondary filter leg (1.8mm projection outside the right lateral column of contrast). Based on the provided information, it is not possible to determine the root cause of the reported filter tilt. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3362909) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - < 11degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 14.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 18.1 degrees. On (B)(6) 2015, post-procedure x-ray (completed day of procedure): site: filter tilt was 6 - < 11degrees. Analysis: the angle of filter tilt in the ap view was 12.2 degrees and 11.2 degrees in the lat view. Patient outcome: since filter insertion the patient¿s cancer was determined inoperable. The patient began palliative treatment and withdrew from the study ((B)(6) 2016). No adverse events have been reported.

Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-2-uni-celect-pt. Device similar to device approved in us under k121629. Investigation is still in progress.

Event description:
Description of event according to study: the inferior vena cava (ivc) diameter at the intended filter location was 22 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter (lot # e3362909) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. The filter angle of tilt was 6 - < 11 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter was placed in the ivc infrarenal site, and the ivc diameter at the filter location was 14.4 mm. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter legs did appear outside the column of contrast after filter placement. The angle of filter tilt in the ap view was 18.1 degrees. On (B)(6) 2015, post-procedure x-ray (completed day of procedure): site: filter tilt was 6 - < 11 degrees. Analysis: the angle of filter tilt in the ap view was 12.2 degrees and 11.2 degrees in the lat view. Patient outcome: since filter insertion the patient's cancer was determined inoperable. The patient began palliative treatment and withdrew from the study ((B)(6) 2016). No adverse events have been reported.